Event description:
It was reported via a programming history database periodic review that the patient had high impedance on two separate programmers. The high impedance was observed with (B)(4) software. For model 102/102r generators programmed to output currents > 1 ma , it was observed that system diagnostics using m3000 (B)(4) and m250 software would display ok lead impedance while system diagnostics using m3000 (B)(4) software would display a false high impedance. No other relevant information has been received to date. MFR. Report # 1644487-2020-00213 captures the high impedance seen with programmer 1. MFR. Report # 1644487-2020-00214 captures the high impedance seen with programmer 2.